Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, migraine, tooth disorder, fatigue, gastrointestinal disorder and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, irritable bowel syndrome, migraine, pelvic pain, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, bladder problems, urinary problems, vaginal discharge, migraine, dental problems, fatigue, gi conditions, ibs. Essure removal date not provided. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: result : other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder problems, urinary problems, vaginal discharge, migraine, dental problems, fatigue, gi conditions, irritable bowel syndrome. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.